Event description:
It was reported the pt experienced a fall and subsequently has been feeling soreness and device movement at the ipg pocket site. The pt also indicated his stimulation turns on and off unexpectedly. The pt was successfully reprogrammed and is receiving effective coverage. However, the physician proposed device replacement. Surgical intervention is pending.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.